Event description:
It was reported that stent dislodgement occurred. An express ld stent was advanced for treatment and the stent came off the balloon while inside the patient. The stent was still over the wire and the physician was able to move the stent back into position. The device was successfully deployed in the target lesion and the procedure was completed. No patient complications were reported. It was further reported that the target lesion was located in the iliac vessel.

Event description:
It was reported that stent dislodgement occurred. An express ld stent was advanced for treatment and the stent came off the balloon while inside the patient. The stent was still over the wire and the physician was able to move the stent back into position. The device was successfully deployed in the target lesion and the procedure was completed. No patient complications were reported.